Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: symptoms - poor augmentation on pt with no harm to pt. Transport from this hosp to another facility. Findings/ action taken: could not confirm. Found 2.5 cc volume on strip per the clinical support specialist. Checked balloon connector and connections were okay. Checked volume ok. Functional checkout.